Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in an unspecified lesion. However, the imaging catheter was fractured upon removal. Therefore, the imaging catheter was removed and it is unknown how the procedure completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported imaging catheter damage appears to be related to operational context. In this case, it is likely that the use techniques employed during withdrawal caused the damage to the catheter¿s optical fiber. Multiple attempts to acquire further patient anatomical information and procedural details regarding this complaint were unsuccessful. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - facility name/address updated from "(B)(6)" to "(B)(6)."